Event description:
Related manufacturer reference number: 2017865-2024-72375. Related manufacturer reference number: 2017865-2024-72376. Related manufacturer reference number: 2017865-2024-72378. Related manufacturer reference number: 2017865-2024-72382. It was reported that patient presented to a dual chamber upgrade for their leadless pacemaker (lp) system. There was a prior leadless ventricular lp implanted from (B)(6) 2023. Patient had high blood pressure, dyspnea, back pain, and runs of ventricular tachycardia (vt) during the beginning of the case. Blood pressure dropped before delivery catheter (dc) was inserted into the introducer and then fluctuated for the rest of the case. A location was found and mapped four times for implant of the right atrial (ra) lp. However, dc was unable to enter long tether mode or release the ra lp. An entirely new ra lp and dc system was then used. Patient's heart rate and blood pressure remained stable. Three locations were mapped, with the last showing loss of capture. A fourth location was mapped. Patient's blood pressure then dropped when protective sleeve was covering the dc and pericardial effusion was seen. Interventions including increasing the right ventricular lp rate and output, recirculating the patient's blood, administering "bicarbonate", and chest compressions were attempted. Patient ended up passing away.

Manufacturer narrative:
Correction: upon review, the ventricular leadless pacemaker should not have been submitted as a medical device report (MDR) in 2017865-2024-72377, as there was no evidence the death was related to this product.